Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred during bolus delivery. Reportedly, a new cartridge was loaded and subsequently a cartridge change error occurred during the load process. Customer successfully loaded a new cartridge and resumed insulin therapy on the pump. Customer's blood glucose level was 140 mg/dl.